Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. Lastly, the guidewire used in this case is a platinum plus guidewire which is not a compatible accessory and the IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system."

Event description:
The jetstream g3 device was used to treat a chronic total occlusion (cto) of the superficial femoral artery (sfa) with an area of occlusion proximal to previous placed stents in the mid to distal sfa. Two passes were attempted with considered normal operation through the diseased area. Aspiration appeared to be diminished and completely ceased. The device was then retracted out for angiograms to be taken. Flow was somewhat better but outflow was diminished due to possible showering of either clot or embolic debris. Pta was then performed through the area and thrombotic debris could be visualized. A second jetstream was opened and used in the areas of concern, without any issues and there were no aspiration issues noted. Additional pta followed after the second jetstream. Patient then underwent treatment with a thrombolytic agent and an embolectomy. The next morning, there was some restoration of flow at the level of the ankle.